Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes, reports an event in (B)(6) as follows: it was reported that on an unknown date, screwdrivers from a set were found worn out. The set has been in commission for two months. The reporting facility requested for a replacement and a backup device. There is no consequence to the patient. No additional information is available. This complaint involves four (4) devices. This report is for one (1) scrdriver shaft 1.3/1.5 t4 self-hold. This is report 2 of 4 for (B)(4).